Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon successfully applied 2 beaded cables to patient during procedure. He stated to hospital ortho staff that tensioner did not maintain proper tension during cable application. Candler hospital notified us today by returning this tensioner placing an order for a new cable tensioner.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. As returned the instrument was not able to properly tension a sample dall miles cable, thereby confirming the reported event. The instrument was lubricated in accordance with the instructions lasermarked on the device body and was then able to satisfactorily tension a sample dall miles cable. No issue was found with the device after lubrication. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon successfully applied 2 beaded cables to patient during procedure. He stated to hospital ortho staff that tensioner did not maintain proper tension during cable application. Candler hospital notified us today by returning this tensioner placing an order for a new cable tensioner.